Event description:
It was reported that the insulin pump emitted a constant tone. The reported blood glucose reading was 50 mg/dl. Troubleshooting was performed, and the self test passed. There was a crack in the insulin pump's display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No constant tone was noted.